Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the electrophysiology procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that while ablating in the left atrium during pulmonary vein isolation (pvi) in the right pulmonary vein, the physician noted that the petals of the farawave catheter looked like they were forward facing even though they were not touching tissue. The physician removed the farawave and successfully put the petals back in plane and went to reinsert the catheter. Upon aspiration when the catheter was visible in the sheath, the physician noted there was air ingress. The physician reinserted the catheter in the hemostasis valve several times with the same result. Once the sheath was replaced with a new faradrive the procedure was successfully completed. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that the versacross for faradrive transeptal dilator, octaray mapping catheter and farawave catheter inside the sheath prior to, and or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Bubbles were noted in the flush port when the physician stopped aspirating. The guidewire was at the tip of the farawave catheter. No other issue has been reported.